Event description:
A malfunction alarm, identified as malf 15, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, resolved the issue with no recurring malfunction, and was advised to continue using the pump while contacting support if any issues arise again.